Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high capture thresholds. A new lead was replaced. No additional adverse patient effects were reported.